Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the graft carrier was not catching when trying to put the skin graft through the unit. The bottom of the tray was loose and would not pull the graft carrier without putting pressure on the bottom of the tray and pushing up. The physician was able to place pressure on the bottom of the plate and successfully advance the skin graft through the unit, but only after holding pressure on the bottom of the tray. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the graft carrier was not catching when trying to put skin graft through the unit. The bottom of the tray was loose. The event occurred during surgery with no harm. On (B)(6) 2018, it was clarified that the device would not pull the graft carrier through when turned without putting pressure on the bottom tray and pushing up. The physician was able to place pressure on the bottom plate and successfully advance skin graft through the unit, but only after holding pressure on the bottom tray. The graft was messed without any issue, but concerns remain about future use of the device. There was a short delay of 6-8 minutes until the physician was able to hold pressure on the bottom plate. The surgical technique was followed for the product. An additional graft was not required and there was no visible damage to the device. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) once as documented in the repair reports in livelink. The last repair was december 9, 2013 where it was reported that the device required preventative maintenance and the roller, bushings, side plates, comb, gears, and hardware were replaced. This is not a related issue. Initial qa inspection of the skin graft mesher by zimmer biomet surgical on (B)(6) 2018 revealed that the comb was bent on the handle side. The ratchet end of the roller was badly damaged. There was a missing bolt that holds the hinge to the side plate. The ratchet functioned as intended. Repair of the skin graft mesher was not performed by zimmer biomet surgical since at the time of this investigation the customer has not made a decision on the aged repair quote. The reported event was confirmed since during initial inspection the roller was badly damaged. If the roller is damaged the carrier could not ensure straight entry into the gap between the cutter and the roller. The root cause of the carrier not catching when trying to put the skin in the unit was due to the damaged roller; however it is unknown how the roller became damaged. The roller being damaged could cause the carrier to not travel straight into the gap between the cutter and roller. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.